Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a consumer who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor poor communication was reported on patient programmer. Trouble shooting was performed and patient programmer was able to communicate. It was also reported that patient experienced a sudden bladder pressure and a change in symptoms control. Assisted caller to change to program3 patient is currently at 2.0v (was on p2 at 3.7v) and was very comfortable. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that pressure feeling the need to urinate continuous. The patient weight was reported ass (B)(6)lbs.